Event description:
It was reported at bench repair there was an issue found with no audio from the mx40. There was no patient involvement. There were no reports of a patient injury or harm.

Manufacturer narrative:
Reported in error and should have stated as a 30 day report.